Manufacturer narrative:
Other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their stimulator (ins) that was implanted for spinal pain. It was reported that patient was not able to turn her implant off and it was driving her crazy. Patient was asked to sync with patient programmer (pp). Patient stated that the pp showed pp battery replacement icon and patient said she used rechargeable and supercell batteries. Batteries recommendation was reviewed with the patient and patient was offered to assist with using recharger to turn ins on/off but patient stated that she could not hold the phone and use devices all at the same time. It was recommend to patient to replace the batteries in pp and call back for assistance and have someone to help her with using the devices. The exact date of the event was not provided. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient could still feel the vibration/stimulation after they turned the programmer off. The steps taken to resolve included a complete power shut down but the stimulation continued even to the day of the report. The patient said that the inability to turn the ins off and the low programmer batteries have not been resolved; the patient stated that although they have turned the programmer off, removed the batteries and a manufacture representative also completely shut the power off, the patient was still feeling a vibration. The patient said they would talk to the doctor on (B)(6) to get started on having the implant removed.